Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material inside the forceps channel. It was not possible to identify the foreign matter. There was no physical damage confirmed at the place where the foreign material remained in the device. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions. A definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Preventive measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope experienced something in the channel. The issue occurred during an unspecified procedure. There were no reports of patient harm.